Event description:
A malfunction was reported in the pump by the customer, identified as malfunction code 12. It was unclear whether there was any impact on the customer's blood glucose level since the customer declined to provide this information. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.